Event description:
It was reported that the patient experienced neck vibration around the vagal nerve. The patient reportedly underwent prophylactic generator replacement. The explanted generator has not been received by the manufacturer for product analysis to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator.. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications there were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the internal data showed impedance was within normal limits during implant.

Event description:
The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.